Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. The patient had a nondevice related fall. The patient underwent a lead revision procedure wherein the lead was replaced per physician's preference. The patient was doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.